Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, the customer called for assistance troubleshooting a fiber optic sensor failure alarm. The insertion was reported to be trans-aortic, which is not the method described in the device instructions for use. The getinge representative guided them through changing over to the transduced fluid lumen for alternate access, but they were unable to locate the appropriate cable. The getinge representative gave them some suggestions on where to possibly locate the appropriate pressure cable and encouraged them to call with any other questions. The iab was removed later that day. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the reported iab sensation plus 8fr 50cc serial # (B)(6) but returned iab sensation plus 7.5fr 40cc serial # (B)(6) and the returned iab was evaluated. The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. The pressure tubing and sheath were returned separate from the iab. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. A sensor test was unable to be performed due to the returned condition of the iab. A visual examination was performed of the iab and no breaks were found on the optical fiber. An underwater leak test of the balloon catheter tubing was performed and a leak was detected on the membrane approximately 2.5cm from the rear seal measuring 0.025cm in length. The reported sensor failure cannot be confirmed by the evaluation. The penetration found on the membrane under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The leak found has no relation to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter occupation: manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer called for assistance troubleshooting a fiber optic sensor failure alarm. The getinge representative guided them through changing over to the transduced fluid lumen for alternate access, but they were unable to locate the appropriate cable. The getinge representative gave them some suggestions on where to possibly locate the appropriate pressure cable and encouraged them to call with any other questions. There was no patient harm or adverse event reported.